Event description:
On (B)(6) 2025, the user's caregiver reported that the user¿s blood glucose (bg) had been elevated throughout the day, reaching 373 mg/dl. The ilet alerted to the high bg. The high bg persisted for more than 90 minutes and was later corrected by the ilet algorithm without a site change. The user reported feeling fine. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.